Event description:
An 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an unk size abdominal aortic aneurysm. At the time of implant the aortic neck measurements are unk, however there was thrombus present. The aortic neck was reported to be angulated 60 degrees at the time of implant. Currently 65 months post stent graft implant the aneurysm measured 8.3 cm and the aortic neck was reported to be reverse funnel-shaped. The aneurysm has enlarged and there was distal stent graft migration of 40 mm with presence of a type 1 endoleak. The cause of the migration resulting in a type I endoleak may be related to the severe angulation of the aortic neck and degrees progression. The patient has other con-morbidities such as copd and old and frail arteries. The patient has elected not to have any future treatment. The patient was reported to be stable and no additional clinical sequelae were reported.

Manufacturer narrative:
H.6.: evaluation results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device ( aortic neck angulated 60 degrees). Conclusions: device failure/lack of effectiveness related to patient condition (aortic neck angulated 60 degrees). Aneurysm enlargement.